Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 12/16/2003 and was last repaired on 07/18/2013 for a non-related issue. Eval of the device observed the comb of the mesher to be significantly bent. The customer did not return any cutters for eval. Prior to repair, both the test mesh and the calibration check could not be performed due to the bent comb. Repair of the device included replacement of the comb. The comb was replaced during the previous repair only seven months ago. Therefore, improper handling by the user most likely caused the damage to the comb. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher comb is bent. No add'l clinical info was received prior to this report. If add'l info is received, a f/u medwatch will be submitted.